Manufacturer narrative:
Evaluation result: pump ram plug.

Event description:
It was reported by service report that the foot jack could not be pumped up. No pt involvement or adverse consequences are reported.